Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) faster than anticipated. It was reported the projected longevity abruptly dropped off in the past 6 months to a year, it was noted this may have correlated to the time of heart valve replacement surgery. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.